Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. In turn, the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.